Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition but the screen is scratched. The device was started in application, no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed a double beep that there's cassette attached. There was no patient involvement.